Event description:
The customer reported the system is displaying low ma errors and will not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative contacted the customer and retapped the input transformer and reseated connectors, and calibrated the system. System operates as intended. (B) (4).